Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and one high rate non-sustained episode. It was thought that the sensing issues were due to a procedure the patient had that day. The lead remains in use. No patient complications have been reported as a result of this event.